Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This reported symptom was unable to be evaluated due to a system error 107 experienced at power up. Component causality for the system error 107 was determined to be severed motor mount screws lodged between the motor gears. The removal of the motor mount screws means the device was no long in its received condition and therefore, the device could not be tested for the reported symptom. Evaluation found the calibration values of the ultrasonic sensor to be within specification. Evaluation did not identify any component discrepancies associated with the reported symptom. The unit was calibrated and tested during the repair process.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to detect an upstream occlusion. There was no patient involvement.